Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Only device photos were received. Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain-ndr.

Event description:
Patient reported right side "severe joint pains especially on legs¿ which is not device related. Patient additionally reported seroma-late. Device has been explanted.